Event description:
Additional information received indicated the right ventricular lead was capped and replaced. The patient was in stable condition.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. Unspecified lead damage was the suspected cause of the event but was not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.